Event description:
It was reported this balloon was used successfully during an angioplasty procedure. During withdrawal of the balloon catheter through the introducer sheath, it was noted the balloon material detached and remained in the introducer sheath. The introducer sheath and detached balloon material were removed from the pt as a unit. No further details regarding the circumstances surrounding this event are available. The pt's condition is good. The device has not been received by this MFR. Therefore, no failure analysis is available. Without evaluating the device and without further details, co is unable to determine the cause of this event. Co's directions for use state: "if resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel."